Manufacturer narrative:
Per -2010 combined report. It has been confirmed that during the revision surgery the ecima liner was removed and the trinity cup was re-orientated. X-rays, patient medical history, patient details and the explanted device could not be provided for this event and thus the information for the investigation was very limited. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on our investigation and the information which has been provided, it has been concluded that the revision was required as a result of the cup orientation that was achieved during primary surgery and not due to a fault with the device. Therefore, this case is now considered closed. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ecima liner and re-orientation of the trinity cup after 4 days as the cup was reported to be too steep.